Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 465 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer last changed his infusion set the day prior to the event. The customer has been changing the battery every 2-3 days in the insulin pump. Nothing further was reported.